Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage keypad trace. Analysis was unable to perform the displace ment test due to keypad anomaly. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 190 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.